Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not returned.

Event description:
Customer's wife feels he is getting too much insulin to match his needs. She explained that 2 weeks ago she found him on the floor. He was awake but had fallen from a low blood glucose level. He probably would've been able to get up himself and get his own treatment, but she helped him anyway. She got him some glucose and put it on the side of his mouth. That day his readings were at 41 mg/dl. Today at work he fell to the floor. He was not able to speak. His coworkers found him and tried to give him orange juice, but due to his state he could not drink it. Paramedics were called and they gave him some glucose and when that didn't work they gave him 2 bags of glucose via an IV. No allegation against the device. Wife feels the pump is working correctly but thinks his insulin rates need to be adjusted. Nothing reported to indicate device malfunction. No indication system performing outside specifications.